Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected, vitros troponin I (tropi es) result was obtained from a single patient sample processed on a vitros eciq immunodiagnostic system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 3040 performance issue is not a likely contributor to the event and vitros tropi es precision testing performed was within ortho acceptable guidelines. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3040. However, the customer also reported that the instrument posted a condition code on the higher than expected result. Therefore, the performance of the vitros eciq immunodiagnostic system at the time of the event could not be completely ruled out as a contributing factor. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
A customer obtained a non-reproducible, higher than expected, vitros troponin I (tropi es) result from a single patient sample when tested on a vitros eciq immunodiagnostic system. Patient sample 1 result of 0.065 ng/ml versus the expected result of 0.014 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was not reported from the laboratory and ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).